Event description:
The customer reported via phone call that they were unable to push insulin through their tubing. The customer's spouse stated the issue has occurred with three sets out of one box. The customer was able to push insulin through by removing the clear cap on their set. The customer's spouse also reported they did not receive any no delivery alarms. Troubleshooting found the customer had resistance with manually pushing insulin with a plunger. The customer will return their reservoir for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.